Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail balloon ruptured at 12 atms on the initital inflation. The lesion being treated was a 99% stenotic lesion in the distal left circumflex coronary artery. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.